Event description:
It was reported that the zimmer electric dermatome "stopped working while in use." Add'l clinical follow up indicated that the device sounded normal and ran normally during pre-procedure testing but when placed on pt it would not operate effectively. The green light on the power supply was indicated to be "on". The product was not harvesting a uniform area of tissue. The planned donor tissue harvested was less than required which necessitated an unplanned donor site harvest. The customer completed the planned procedure by using an alternate on-site dermatome. The customer reported an increased surgical time under general anesthesia of one hour. (It is not specifically indicated what caused the increase in surgical time.)

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.